Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarm 19s while loading multiple cartridges. A cartridge was able to be successfully loaded. The customer could not recall if the blood glucose level was impacted. As the event occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause.